Event description:
It was reported a device alarmed system error 322. It was also reported that there were no pt injuries.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The eval determined the reported symptom to be caused by a failing upper latch switch. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper aux assembly was replaced.